Manufacturer narrative:
The investigation reproduced and confirmed the issue in the reported software version (3.00.00) and in the latest available version of the software (3.01.02). The affected software versions 3.00.00 or higher were not launched in the united states. Based on this information, this event could not occur in the united states, therefore, there is no risk to users in the united states.

Manufacturer narrative:
The investigation has been able to reproduce the customer's allegation. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter stated that there is a problem with the cobas infinity software (version 3.00.00) that could affect the interpretation of patient results. When changing a test rule for one application in the cobas infinity software, the rules for other tests were being inappropriately changed. For example, the customer changed the instruments that were assigned to the rule "rerun w dec." Within 1 second the rules for the ft3 tests were changed from "65-ft3-vrije t3" to "152-lh-2-lh staal 2." The ft3 rules should not have been changed. This could affect how patient results are handled by the infinity software and how they are interpreted by the user. There have been no allegations of any patient results being affected.